Event description:
It was reported that the patient underwent a revision surgery, during which this pacemaker was explanted and replaced due to an unknown anomaly. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.